Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said it is not working. No transfer could be made to the call center as it was after business hours. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The caller said the patient was concerned because their device was not working. Caller stated the patient was holding up a lot of urine. They were able to sync with the programmer on the call and it showed stimulation was on set to program 7 at 1.7. It was noted the patient did not feel stimulation. They were able to increase stimulation on the call to 2.1 where they confirmed stimulation was comfortable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ¿not working¿ issue had been resolved. No further complications were reported/anticipated.